Manufacturer narrative:
The customer called siemens customer care center (ccc). The ccc dispatched a customer service engineer (cse) to the customer site to service the advia centaur xp system. The cse examined the overall system performance and replaced the 2-way valve. Further testing performed by the cse revealed that ipth quality control results were variable and requested new qc material from siemens. The cse also replaced the acid pump, and verified the acid and base dispensed correctly. The cse then ran qc successfully. The cse left the instrument operational and followed up with the customer on the next day to determine results of new qc material. The customer informed siemens that they ran calibrators and qc successfully and also ran bio-rad qc with no issues. The customer has continued to run samples on the system and no further action was required. Ipth is not the driver or sole decision factor for surgical intervention in a patient with hyperparathyroidism (phpt). Classic symptoms or complications of phpt are indicators for surgical intervention. In the nih criteria for parathyroidectomy, ipth is not listed. Clinical symptomology, patient age, calcium results, concomitant risk factors, among others, are key factors taken into account when considering intervention.

Event description:
A patient sample (sid (B)(6)) was tested for intact parathyroid hormone (ipth) on an advia centaur xp instrument on (B)(6) 2017. The result was reported to the physician. Samples from the patient were also tested for ipth on the same instrument on (B)(6) 2017. The customer contacted siemens on october 19, 2017, and stated that a doctor had questioned the ipth results and stated that unnecessary surgery had been performed due to alleged discordant ipth results outside of the customer's expected range of 14-72 pg/ml. The patient's samples were not repeated and not sent out for testing to confirm whether or not they were discordant. Other than the alleged unnecessary surgery, there have been no reports of impact to the patient or adverse health consequences due to alleged ipth discordant results. Siemens has continued to follow up with the customer and requested additional information regarding the alleged surgery. The customer only knows that surgery decisions were made based on the data and not aware of any complications or adverse events due to surgery. No additional information has been provided to siemens and the customer declines further follow up on the issue.